Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-10241, 10242. The patient received an scs system which included 2 leads from different lots. It was reported the patient stopped feeling stimulation following a physical altercation. X-ray imagery identified one of the leads had been pulled out of the ipg header. Diagnostic testing revealed that the lead that had pulled out of ipg header exhibited high impedance values. The second lead exhibited low impedance values. The physician elected to proceed with surgical intervention. The leads were tested intra-operatively with normal impedance values noted. The physician suspected fluid in the ipg header and subsequently explanted and replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.